Event description:
Related manufacturer reference number: 1627487-2022-05588. Related manufacturer reference number: 1627487-2022-05590. Related manufacturer reference number: 1627487-2022-05591. Related manufacturer reference number: 1627487-2022-05592. It was reported that during a system explant, one of the leads broke off during the removal and remains in the epidural space. There are no plans to remove the fragment.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7717276. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7717276. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4) serial: (B)(4), batch: 7717276.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.